Event description:
I have used inito hormone tracker from the end of may till mid (B)(6). I had good results until the beginning of (B)(6) when estrogen was reporting higher than possible for me. Triple what is normal for me - a late-perimenopausal woman. I reported it several times to customer support who dismissed me and said the device is fine and the strips are normal. Basically, telling me it's my problem. I bought a mira device and now I'm getting accurate results from it. Estrogen levels are within a normal range. I tested the same urine sample with inito and mira and it showed the drastic difference. I submitted this info to customer service and they said they can't comment on other devices results. I have all of the data tracked in a spreadsheet, if needed. Inito refused to refund me for the device. So, I'm reporting it here. I have screen shots and date for 3 weeks of faulty test results.